Event description:
It was reported that a shaft break occurred. During preparation, which was outside the patient, the physician took the 2.50mm x 20mm maverick²¿ balloon catheter and made loops to push over the wire, but the shaft of the catheter broke in two parts. They lost the distal part of the catheter during the cleaning process. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. There was blood on the outer surface of the device and contrast on the hypotube. The distal portion of the device was not returned for analysis, which is consistent with the reported event. The hypotube was completely separated 55cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft break occurred. During preparation, which was outside the patient, the physician took the 2.50mm x 20mm maverick balloon catheter and made loops to push over the wire, but the shaft of the catheter broke in two parts. They lost the distal part of the catheter during the cleaning process. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition is stable.

Manufacturer narrative:
(B)(4).